Event description:
Labor patient who had fetal intolerance and turned into a cesarean section. The patient had an epidural and urinary catheter in place. As patient was being prepped on the operating room (or) table her urinary catheter was being wiped and just slid out of her urethra. There was no bulb inflated with water as it should be. The urinary catheter was intact though. A new urinary catheter was placed with a return of urine and it was also checked to see if bulb was inflated and foley was in place.